Manufacturer narrative:
D3 manufacturing entity: updated d4 expiration date - added d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated g1 manufacturing site for devices: updated h4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated h3 summary attached - updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject balloon catheter was found to be bent and kinked. The device passed the balloon leaked functional test. The balloon could be inflated without difficulties. There was no balloon or hub leakage noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned for analysis. The reported event of balloon leaked during use was not confirmed during analysis. However the device was noted to be kinked, which may have caused difficulty to inflate the device during use. The device failed to meet specification when returned. It was reported that after flushing and placing the gateway to the location and used syringe to dilate the balloon, and the operator found the contrast agent leaked during dilating. An assignable cause of procedural factors will be assigned to the analysed 'balloon catheter kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. As the balloon was able to be successfully inflated during analysis, an assignable cause of not confirmed will be assigned to the as reported 'balloon leaked during use'. The issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the stenosis treatment procedure while inflating the balloon (subject device) to place a stent in the vessel, the balloon leaked contrast media during dilation. The physician replaced the subject balloon and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the stenosis treatment procedure while inflating the balloon (subject device) to place a stent in the vessel, the balloon leaked contrast media during dilation. The physician replaced the subject balloon and completed the procedure without clinical consequences to the patient.